Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had numerous untreated episodes and several appropriate shocks. Due to the untreated episodes the smart charge timing increased to 5.5 seconds and the patient experienced syncope prior to therapy being delivered. Boston scientific technical services (ts) discussed resetting smart charge to zero. Subsequently, the system was explanted due to infection. No additional adverse patient effects were reported.